Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "physical exam confirms capsular contracture baker grade iii/IV and "distortions of the right with sensitivity". Later, healthcare professional reported "hardening and distortion is due to a grade IV contracture on the right side". Device was explanted.